Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia, with a glucometer reading of 376 mg/dl after a larger-than-usual meal announcement and insulin delivery, and no leakage was observed at the infusion site, cartridge, or connector. Symptoms included elevated blood glucose. Outcomes included resolution of hyperglycemia to 110 mg/dl without hospitalization after hydration and light walking. Investigation included review of device data and counseling on site change and self-management steps. Investigation of this case revealed no device malfunction observed, and the event was consistent with hyperglycemia of unclear cause that improved with non-device interventions. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.